Event description:
The patient was referred for generator replacement surgery, even though high impedance was not present. A company representative was present at the surgery on (B)(6) 2016, and system diagnostics were performed with the patient's neck extended in different positions. The diagnostic results were all within normal limits, and there was no indication of a device malfunction. The generator was replaced prophylactically, and the lead impedance was still within normal limits once the new generator was attached to the existing lead. Therefore, the lead was not explanted. The physician that reported the high impedance most likely ran normal mode diagnostics, and did not run system diagnostics to properly identify if high impedance was present. The generator replacement surgery was not done in response to the painful stimulation that the patient reported to be experiencing in the neck.

Event description:
The generator was returned for product analysis. The generator performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator.

Event description:
It was reported that a patient's device had high impedance. The patient also reported painful stimulation at the electrode site. The physician disabled the device on (B)(6) 2015, and the patient was referred for full revision surgery. The physician did not believe that there was any trauma that could have caused the high impedance. However, the patient had an appointment with a different physician on (B)(6) 2016, and diagnostics were performed. System diagnostics and normal mode diagnostics were all within normal limits, and there was no high impedance present. The patient's device was programmed on temporarily during the appointment, and the patient reported feeling painful stimulation at the generator site. Once the device was disabled again, the painful stimulation resolved. The physician planned on programming the patient's device back on if he saw her again. It is unknown if the physician originally ran normal mode or system diagnostics on (B)(6) 2015, so it cannot be determined if there was intermittent high impedance or if the high impedance was due to the physician running normal mode diagnostics. Attempts for further programming history from the original appointment on (B)(6) 2015 have been unsuccessful to date.